Event description:
International customer reported a patient developed a granuloma at an unspecified time following surgery. The patient was returned to surgery for excision of the granuloma.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.